Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. It was noted that the site replaced the power cord, and the manufacturer representative replaced that power cord with a medtronic approved power cord. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not powering on. When system was plugged into an outlet the user could see an arch between the power cable and the outlet. No patient present when issue occurred.